Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. During the explant procedure, it was discovered that the lead insulation was breached under the suture sleeve. The lead was explanted and replaced. The patient was in stable condition post surgery.